Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. During troubleshooting with tandem technical support (cts), it was determined that insulin was not being delivered from the cartridge. A correction bolus was delivered to address bg level. Customer performed a supply change to resolve the issue and resumed insulin delivery.